Manufacturer narrative:
This supplemental report is being submitted to provide for additional information. Updated fields: b5, h2, h6, h11.

Event description:
It was reported that the rigid video scope exhibited e226 communication error and dead pixels.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited e226 communication error. The issue occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11 the device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable and damaged fiber bonding in the outer tube area (distal end). A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error 226 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.